Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no adverse impact to customer's blood glucose. Tandem technical support suggested an alternate case that might better fit customer¿s needs. The customer terminated the call before further troubleshooting could be completed. No additional patient or event information was available.